Manufacturer narrative:
Manufacture's investigation conclusions: the reported outflow graft twist could not be confirmed as no images were provided by the account and the device remains in use. Additionally, a specific cause for the outflow graft distortion could not be conclusively determined through this evaluation. Furthermore, review of the submitted log files confirmed low flow hazard alarms. Although a specific cause for these events could not be conclusively determined through this evaluation, the account stated that following the revision surgery, pump flow returned to normal. The account reported that the patient called the ventricular assist device (vad) hotline on the evening of (B)(6) 2021 due to recurring low flow alarms. The patient was asked to come to the clinic immediately and was hospitalized on (B)(6) 2021. Log files were analyzed by the vad coordinator and revealed a sudden drop in flow of around 50%, down to approximately 2.4-2.5 lpm, beginning on (B)(6) 2021. A computed tomography (CT) scan was performed which revealed a suspected outflow graft (ofg) obstruction. An ofg revision surgery was successfully done on (B)(6) 2021, with a correction of the twisted ofg. Following this correction, normal pump flow was observed. The patient was transferred to a regular ward on (B)(6) 2021 and was reportedly doing well. The controller event log files collectively contained data from 21:21:37 through 23:30:31 on (B)(6) 2021 and from 1:23:38 through 5:36:10 on (B)(6) 2021, per the timestamps. Transient low flow fault flags were captured throughout the files due to the estimated flow frequently dropping below the low flow threshold of 2.5 lpm, to a range of 2.3-2.4 lpm. These faults resulted in a total of 25 low flow hazard alarms with some lasting up to 1 minute in duration. No other atypical events or alarms were captured. Despite the observed events, the pump appeared to function as intended at the set speed. Information later received stated that surgical photos were not available as clear pictures could not be taken due to the minimally invasive (subcostal) approach for the surgery. Additionally, the account declined to provide CT images due to hospital policies. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The hm3 lvas IFU contains information on preparing the sealed outflow graft and cautions the user not to rotate/twist the graft. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. In reference to pump flow, the IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. Furthermore, the IFU and patient handbook describe all alarm conditions as well as the appropriate actions associated with them. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length". Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Additionally, hm3 lvas IFU, was released, following the implementation of CAPA 114896, and is currently available. This IFU includes instructions for installing the outflow graft clip. This document states to attach the outflow graft clip to prevent post-operative outflow graft twisting. Outflow graft twisting may lead to serious adverse events such as graft occlusion, thrombosis, and/or death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 16sep2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called the vad hotline on (B)(6) 2021 because of recurring low flow alarms. The patient was asked to come to the clinic and was hospitalized on (B)(6) 2021. The patient's log files were analyzed by the vad coordinator. There was a sudden drop in flow of around 50% starting on (B)(6) 2021. A computed tomography (CT) scan was performed and revealed a suspected outflow graft obstruction. A revision surgery was successfully done on (B)(6) 2021 with a correction of a twisted outflow graft followed by normal pump flow. The patient was transferred to the regular ward on (B)(6) 2021 and was doing well.